Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit switches off in the middle of operation without an alarm and gives a system error message. The unit becomes unusually warm during normal operation via battery.

Event description:
It was reported that the unit switches off in the middle of operation without an alarm and gives a system error message. The unit becomes unusually warm during normal operation via battery.

Manufacturer narrative:
The concerned device was checked in the manufacturer's workshop whereby the one aspect could be confirmed - it was possible to provoke a shut-off of the device, sporadically. The issue could be remedied by replacing the entire mainboard. The second aspect of unusual warming-up could not be duplicated; the power supply board has however been replaced as well as a precautionary measure. It could be clarified that indeed no patient was involved when the issue was observed i.e. The malfunction hasn't let or couldn't have led to a serious injury during the particular event. Under consideration that the event would recur under same pre-conditions again, it might not lead to a serious injury, consequently. There is no comparable case known; the incident is thus considered single event. H3 other text : see h10.